Manufacturer narrative:
H3 - device evaluated by manufacturer: the facility provided media of the actual needle testing which was reviewed. The needle was also returned for engineering analysis and the complaint of a gas leak in the shaft was confirmed. Needle disassembly found solder flux and corrosion were found on the vacuum sleeve. The vacuum sleeve did not lose vacuum. Secondary finding of a gas leak from the needle to handle was seen. A crack in the glue was found in the connection of the needle handle to shaft.

Event description:
It was reported that a needle shaft leak occurred. An icepearl 2.1 cx 90 degree needle was selected for use and during device preparation a shaft leak was noted. A new needle was used and the procedure was completed with no complications reported.

Event description:
It was reported that a needle shaft leak occurred. An icepearl 2.1 cx 90 degree needle was selected for use and during device preparation a shaft leak was noted. A new needle was used and the procedure was completed with no complications reported.